Manufacturer narrative:
Product complaint # (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to veraseal? No. If not, how many times have they used veraseal prior to this event? Less than 5. 2. How many times have they applied the laparoscopic tip? Less than 5. 3. Was a sales representative present during the case when the issue was experienced? No. 4. What is the lot number? Unknown. 5. Was any leakage or product solution observed at the luer locks connection? No. 6. Were there any unexpected outcomes or complications as a result of the event? No. 7. Are there pictures of the damaged device available? No. It has been discarded. The following information was requested, but unavailable: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. The tip could not be removed. No adverse patient consequences were reported. Additional information was requested.